Event description:
A temperature alarm was reported, and it was labeled as temperature alarm 11. There was no reported impact on the customer's blood glucose level, as the caller declined to provide specific values. The customer was unable to clear the alarm or resume insulin delivery, leading tandem technical support to decide on replacing the pump. The customer planned to use multiple daily injections as a backup therapy, and arrangements were made for the return and replacement of the pump.